Event description:
It was reported that at implant the ventricular thresholds were 0.5 v, 9.1 to 12 mv and impedance was 623 ohms bipolar. One month later, the thresholds were 1 v, 1.7 to 3.1 mv and impedance was 509 ohms bipolar. In 2008, the patient presented for unipolar testing. The sensing was 1.9 to 3.04 mv, capture was 0.75 v at 0.4 ms and impedance was 304 ohms. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.